Manufacturer narrative:
The device involved in the reported event was disposed at the facility and it is not available for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in (B)(6) indicated that during a procedure while the aspiration was working with no problem, the cutter stopped cutting. The surgeon replaced the cutter and completed the surgery without any more problem. There was no report of injury or consequences to the patient.